Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The 510 k number and pro code for the crosser cto recanalization catheter products are identified. Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: no kinks noted to catheter. No anomalies noted to proximal hub or saline luer. The catheter is noted to separated from the distal tip. A tear in the catheter is noted 0.4cm from distal tip. Functional/performance evaluation: the patency of the guidewire lumen was tested with an in-house guidewire. The guidewire was loaded through the hub and able to advance to the distal end of the catheter, but not able to exit the distal tip. Further functional testing could not be performed due to the poor sample condition (i.e. Torn and material separation) medical records review: as medical records were not provided, a review could not be performed.the photo shows one crosser coiled. Image/photo review: one photo was provided and reviewed. Based on the photo no anomalies are able to be seen on the device. (B)(4) visual evaluation stating material separation was not able to be confirmed form the photo. Conclusion: the device was returned. The investigation is confirmed for material separation as the catheter is separated from the distal tip. The investigation is confirmed for torn material as the catheter shaft has a tear 0.4cm from the distal tip. The investigation was also confirmed for guidewire incompatibility as the guidewire was not able to exit the catheter distal tip during functional testing. Based on the photo no anomalies are able to be seen on the device. (B)(4) visual evaluation stating material separation was not able to be confirmed form the photo. The definitive root cause for this event could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. -do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator adverse events: - as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: - advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. - upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for treatment below the knee, a guide wire could not be inserted into the recanalization catheter. Another catheter was used to complete the procedure. There was no patient contact.